Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.0 x 12 mm nc trek balloon ruptured on the first inflation at 16 atmospheres during pre-dilatation of the lesion. There was no resistance felt during advancement of the balloon catheter to the lesion. A new balloon catheter was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.